Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lot of lead noise was seen on recent electronic transmission. Set screw is suspected as lead measurements look fine. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.